Event description:
New information received indicated the leadless pacemaker was explanted on (B)(6) 2024. The reason for explant was due to the expected decreased battery longevity as a result of the high output programmed patient was stable during and following the procedure.

Event description:
It was reported the dependent patient presented for an in clinic follow up. Upon interrogation, it was observed the capture threshold was elevated and the pacing impedance had dropped significantly. Programming changes were completed. The patient was stable. Further information was requested but not yet received.

Event description:
It was reported the dependent patient presented for an in clinic follow up. Upon interrogation, it was observed the capture threshold was elevated and the pacing impedance had dropped significantly. No intervention was completed. The patient was stable. Further information was requested but not yet received.